Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. No unexpected reset of time/date noted after battery change. Unit failed vibrate check on self-test. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube, and cracked reservoir tube lip. Pending root cause for vibrate anomaly.

Event description:
The customer reported via phone call that he had a car accident and was hospitalized on (B)(6) 2015. The customer blacked out while driving. In the ambulance his blood glucose level was 25 mg/dl. The customer experienced low blood glucose levels while wearing the insulin pump. The drive support cap was flushed. He dropped the insulin pump. The time and date would reset with every battery change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump failed vibrate check on self-test due to broken red vibrator motor wire. The insulin pump passed the displacement accuracy test.